Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt li-ion battery in the complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported the autopulse nxt platform displayed the yellow alert triangle indicator during shift check (without compression) with autopulse nxt li-ion battery (sn (B)(6)). The battery was fully charged, all 4 green status leds. It is unknown what color led was displayed on the nxt charger during/after the last charge attempt. No fault occurred with another battery. There is no suspected malfunction with the charger. No patient involvement.

Manufacturer narrative:
The complaint that the autopulse nxt platform displayed the yellow alert triangle indicator with autopulse nxt li-ion battery (sn: (B)(6) was not confirmed during functional testing or archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Upon visual inspection, no physical damage was observed. The status leds of the battery showed four green leds. No major errors or anomalies were noted in the battery archive. The battery passed charging in a known good nxt charger. The battery was tested several times and it works without problems. The reported complaint was not reproduced.